Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, lot# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that a pump memory error occurred due to incompatible software with the newly implanted ascenda catheter. The patient was implanted approximately one month ago, and as of the date of this report, the healthcare provider (hcp) was attempting to increase the dose. The hcp was to use another programmer to temporarily update the patient and correct the catheter information when he gets the new card. The pump system was being used to deliver lioresal. It was later reported that the hcp was able to update the pump with another programmer that had the updated software. There were no patient symptoms and no patient injury related to this event. It was noted that the drug in the pump was gablofen.